Event description:
It was reported by service report that there is a wheel missing from the head section. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.